Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, high thresholds, jumpy pace impedance measurements within normal range and varying intrinsic amplitude. Technical services (ts) observed respiratory rate trend (rrt) signal oversensing on the atrial channel that caused inappropriate atrial tachy response (atr) episodes. The patient received inappropriate anti-tachycardia pacing (atp) episodes and two shocks, within the same episode, delivered for supraventricular tachycardia (svt) rhythm. The device had been reprogrammed and the patient was to be seen in the clinic. Ts discussed programming options. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additional information was received that this crt-d was explanted due to normal battery depletion. A new device was implanted and remains in service. The returned product was analyzed, and the "design inadequate for purpose" conclusion code was selected based on the investigation. Returned product analysis found no evidence to indicate device anomalies.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, high thresholds, jumpy pace impedance measurements within normal range and varying intrinsic amplitude. Technical services (ts) observed respiratory rate trend (rrt) signal oversensing on the atrial channel that caused inappropriate atrial tachy response (atr) episodes. The patient received inappropriate anti-tachycardia pacing (atp) episodes and two shocks, within the same episode, delivered for supraventricular tachycardia (svt) rhythm. The device had been reprogrammed and the patient was to be seen in the clinic. Ts discussed programming options. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.